Manufacturer narrative:
The customer reported that the AED will not power on. The customer stated that the battery was expired. The customer purchased a new battery pack but incorrect model (not available at time of call but believe it was for view AED). Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the unit not functioning as designed. The customer disassembled the AED and tried to alter the AED battery pack compartment clip to make incorrect battery pack fit in AED and now the correct mode battery pack will not stay in AED. AED will not be covered by warranty due to physical damage. Sent customer distributor referral via email with product link to purchase new AED.

Event description:
The customer reported that the AED will not power on. The customer stated that the battery was expired. The customer purchased a new battery pack but incorrect model (not available at time of call but believe it was for view AED). Customer disassembled AED, tried to alter AED battery pack compartment clip to make incorrect battery pack fit in AED and now the correct mode battery pack will not stay in AED. They reported this did not occur during patient use.